Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, the customer reported the 30-degree endoscope had multiple faults. When the customer tried to twist the endoscope head something was in there and it would just grind and wouldn't work. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse manager informed the procedure outcome was a convert to open not due to patient anatomy. The endoscope was inspected prior to use. The surgeon did not anticipate converting to an open case until the endoscope failed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/or if additional information is received.

Manufacturer narrative:
The 30-degree endoscope has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observations not reported by the site were also observed. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter was removed from endoscope housing and evaluated. Fa found the attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located at zone b in the middle 1/3 of the endoscope cable. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits.

Event description:
Refer to h10/h11 for follow-up information.